Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 2.50 x 28mm was returned for analysis. A visual examination of the crimped stent found central stent damage. Stent strut rows 10-21 from the distal end of the stent were twisted and deformed. The crimped stent od (outer diameter) of the undamaged distal end was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypotube was broken 12.5mm proximal from the end of the strain relief; the manifold was not returned with the device. There were multiple kinks noted along the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The stent protector was loaded on the device and the mandrel inserted. The product mandrel was pushed too far into the tip of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified and anomalous left circumflex artery. The lesion contained >=90 degree bend. After a guiding support was engaged to the lesion, pre-dilation was performed. Subsequently, a 28 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Other stents were attempted to cross the lesion but still failed. The procedure was completed with another of the same device. The physician then decided to keep the patient on medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.